Event description:
Clinical study-it was reported that one day after a drug eluting stenting treatment procedure a target vessel reintervention was performed on the left anterior descending artery (lad). During the initial procedure the physician did use ivus prior to predilating the lesion. The lesion was post dilated as well. Additional info has been requested.

Event description:
It was further reported that the pt was enrolled in the program in 2004. A balloon was advanced but unable to position within the stent as a result of subtotal occlusion and was removed. Another balloon was successfully advanced, positioned in the mid lad distal to the stent, and angioplasty was performed. Next, angioplasty was performed within the stent as well as proximally to the stent. The "mid third segment of the mid third lad beyond the stent" (target lesion 1) had a de novo stenotic lesion with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 28 mm taxus stent. Residual stenosis was 0% following post-dilatation. Subequently, a 3.5 x 8 mm exppress stent was deployed in the mid lad proximal to the old stent, leaving no gap. A brachytherapy catheter was advanced, covering the angioplasty site of the old existing stent as well as the new express stent. The taxus stent did not receive any radiation treatment. Post-stent placement, the pt developed chest pain and underwent repeat catheterization the next day which revealed patent stents in the lad. However, the stent in the proximal lad had a residual stenosis with "probably a combination of stenosis and a recoiling at the angioplasty site within the old stent." A 2.5 x 24 mm taxus stent was deployed in the proximal to mid diagonal branch with no residual stenosis. Next, angioplasty was performed of the lad within the existing old stent. Residual stenosis was 0%. The pt was discharged the next day on plavix and asa. Causality: relationship to taxus stent: not related.